Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred in the left atrium that was diagnosed via echocardiogram. After a successful marshall alcoholization, isolation completion of the pulmonary veins, posterior wall isolation, and mitral isthmus block, a perforation was noted near the mitral annulus. The perforation was noted at the end of the mitral isthmus ablation, after the endocardial radiofrequency consolidation to ensure the mitral block. In addition, the patient became hypotensive following the last lesions towards the mitral valve. A pericardiocentesis was performed in order to stabilize the patient. The physician believed the cause of the perforation was due to the tissue being locally thin and potentially already fragilized by the alcoholization. In addition, the left atrium was already noted to be fragile, fibrosis, and dilated at 170 mm. There were no performance issues with the abbott device.